Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular lead exhibited damage. The lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was consistent with procedural damage. The lead was otherwise normal.

Event description:
New information received on (B)(6) 2018 indicated that the lead was damaged due to clavicular crush.